Manufacturer narrative:
Date received by manufacturer: 07 feb 2019.

Event description:
Additional information revealed that therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was explanted and replaced for an unknown reason.

Manufacturer narrative:
Patient and device codes updated based on information from follow up